Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: device received. H3, h4, h6: a review of the device history records: device history lot. Part: 04.027.034s. Lot: 3l36030. Manufacturing site: bettlach. Release to warehouse date: 13. Feb. 2019. Expiry date: 01. Feb. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary investigation selection. Investigation site: cq zuchwil. Selected flow: 2. Device interaction. Visual inspection: the received implant is all in all in good condition. The implant seems to be new and there are no damages or scratches visible. Functional test: a functional test was performed and has shown that the blade is function as intended. The blade can be inserted into an available inserter and it is also possible to lock and unlock the blade without any problems. The complaint problem could not be replicated as the part is fully functional. Dimensional inspection: not required per selected investigation flow in w-m-s080 appendix a as the product is fully functional and the reported problem could not be confirmed. Summary: the received implant is all in all in good condition. The implant seems to be new and there are no damages or scratches visible. A functional test was performed and has shown that the blade is function as intended. The blade can be inserted into an available inserter and it is also possible to lock and unlock the blade without any problems. The complaint problem could not be replicated as the part is fully functional. The complained problem could not be replicated. This lot was manufactured in february 2019 according to the specification. Based on that and the condition of the item a product related issue can be excluded. Unfortunately the exact cause which has led to this complaint could not be evaluated as the product is function as intended. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: exact date is unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on unknown date, the surgeon complained of two (2) proximal femoral nail antirotation (pfna) blades which were not possible to assemble with an insertion instrument during a surgery where patient had fracture near the hip. The blades could not screw on to the impactor. Thus, the third blade was used to completed the procedure. There was no surgical delay and no patient consequences reported. Concomitant device: insertion instrument (part# unknown, lot# unknown, quantity 1). This report is for one (1) pfna blade this is report 2 of 2 for (B)(4).